Manufacturer narrative:
The baxter technician found the brake steer link needed to be replaced. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. Examine the steering mechanism. Replace or adjust the steering control elements of the steering caster if necessary. Replace the caster if necessary. Troubleshoot in the event of a malfunction. A search of the baxter maintenance records showed baxter did not performed any preventive maintenance on this bed . It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the brake steer link to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported.